Event description:
The patient experienced intermittent stimulation and a shocking or jolting sensation. It started approximately 3 weeks ago, about once or twice per day; it was becoming more frequent over the last few days. The patient symptoms were located at the paresthesia area. There was no known accident or incident related to this event. The patient was at home. The patient was encouraged to contact his health care professional. Add'l info has been requested from the health care professional, a follow-up report will be sent if add'l info becomes available.